Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a motor error alarm. The customer's blood glucose was 509 mg/dl at the time of incident. The insulin pump was unable to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.